Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) after a signal artifact monitor (sam) episode resulted in a sensor vector switch on the pacemaker system including this right atrial (ra) lead. The hcp advised this ra lead had exhibited chronically high out of range pacing impedance measurements. Ra lead pacing impedance measurements had gradually increased over the past few years. Ts reviewed and advised the patient had a magnetic resonance imaging (MRI) on the date of the sam episode. In MRI protection mode the sam is suspended. When this pacemaker system exited MRI protection mode the sam resumed and performed an impedance check. Ra impedances were high out of range. Right ventricular impedances were checked and were within range. The sam then switched the sensor vector. The hcp advised they are monitoring. This ra lead remains in service. No adverse patient effects were reported.